Event description:
The rptr stated that her husband had done back to back testing with results of 107, 139, 135 and 90 mg/dl. The report states that he did not have any symptoms. The subject meter had never been cleaned prior to a review of the procedure with the lifescan representative. A control test was done with results in range 137 (98-147).